Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/29/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined via data. A root cause could not be determined. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Pairing test with (B)(4) bluetooth device failed authentication. Global transmitter final functional test was not performed. No data was found in the data/share log. The customer complaint could not be determined because there was no data to review. A root cause could not be determined via product evaluation.

Manufacturer narrative:
(B)(4).